Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of lumps, redness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported treating a patient that was injected with juvederm volbella with lidocaine in the neck and chest. The patient developed lumps, redness and swelling at all the injection sites around 4 months ago. Patient has been treated with hyaluronidase and steroids on several occasions around the same time. Symptoms seems to be improving while the patient is still on an antibiotic course.